Event description:
This notification was opened for review due to an allegation the device was alarming for check circuit and low inspiratory pressure alarm conditions. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module needs to be replaced to address the issues.